Manufacturer narrative:
Pending completion of device analysis, review of device history record, and follow-up information. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a pump that was replaced due to underinfusion volume discrepancies. Cs reported that a dye study was conducted and the catheter was found to be patent.

Event description:
Additional communication confirmed that the patient had increased pain. It was also confirmed that the patient had at least two volume discrepancies of at least 2mls. A catheter dye study was performed and indicated that the catheter was intact and aspirated easily.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).